Manufacturer narrative:
Title: long-term weight loss results, remission of comorbidities and nutritional deficiencies of sleeve gastrectomy (sg), roux-en-y gastric bypass (rygb) and one-anastomosis gastric bypass (oagb) on type 2 diabetic (t2d). Patients source: int. J. Environ. Res. Public health 2020, 17, 7644 pages 1-11. Published: 20 october 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between february 2010 and june 2015, a retrospective study analyzed 358 patients who underwent bariatric procedures. The purpose of the study was to evaluate the long-term weight loss results, remission of comorbidities and nutritional deficiencies. In all cases, three-staple cartridges were used to suture the gastric sac. Postoperative complications included: two staple line leaks after sleeve gastrectomy, one gastro-jejunal anastomotic leak, one hemoperitoneum after roux-en-y gastric bypass and one anastomotic leak then two cases of intraperitoneal bleedings after one-anastomosis gastric bypass. Article:long-term weight loss results, remission of comorbidities and nutritional deficiencies of sleeve gastrectomy (sg), roux-en-y gastric bypass (rygb) and one-anastomosis gastric bypass (oagb) on type 2 diabetic (t2d) patients author: jose-maria jimenez year: 2020 publication: int. J. Environ. Res. Public health 2020, 17, 764.